Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system and had been using meal announcements in an attempt to correct high glucose, contrary to intended use. Symptoms included hyperglycemia with a peak of 357 mg/ dl. Outcomes included education and troubleshooting to address use of the meal announcement feature. Investigation included customer interview and use review. Investigation of this case revealed that the user had been using meal announcements for correction and received guidance on appropriate use. It was concluded that the device functioned as designed and that user technique contributed to the reported high glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.